Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range impedances greater than 2500 ohms. Upon checking the device, they were able to observe noise and undersensing/oversensing that was leading to pacing delivery at inappropriate times. It was thought that the lead was fractured, however the x-ray was not conclusive. The patient was programmed to therapy off, and a few days later a lead revision was performed where the lead was surgically capped and replaced. No adverse patient effects were reported.